Event description:
During the procedure, the perfusionist noticed a pinhole leak in the arterial pump loop tubing. The tubing was changed without incient and bypass resumed. Blood loss was 4-5 cc. There were no pt complications due to the event.

Manufacturer narrative:
The tubing was discarded by the hospital, and therefore, is not available for technical analysis or eval. Sorin group USA received a report of a pinhole leak in the arterial pump loop tubing, resulting in 4-5 cc blood loss. The tubing was changed out without incident. The perfusionist sent photographs of the tubing to sorin group USA for evaluation. The photographs showed a split in the 1/2 x 3/32" lamina luge tubing and the leak site. Review of the photographs confirmed the perfusionist's report of a pinhole leak in the pump header. There are a number of factors that can affect tubing life including pump occlusion, tubing curvature, tubing orientation in the pump head, as well as material defects. However, since the tubing was not returned, the cause for this reported problem could not be determined.